Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat an 8cm esophageal malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and had been dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, the physician noted that the distal end of the stent did not fully expand. The physician removed the stent from the patient using biopsy forceps. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat an 8cm esophageal malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and had been dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, the physician noted that the distal end of the stent did not fully expand. The physician removed the stent from the patient using biopsy forceps. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was returned. No issues were noted with the stent or shaft of the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A product labeling review identified that the device was used per the directions for use (dfu)/product label. The dfu states that a stent may require 24-72 hours to expand fully.